Manufacturer narrative:
Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was reusing insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.